Event description:
During testing of baxter meridian device, healthcare professional (hcp) reported colony-forming units (cfu) greater than 5700 on water samples. Per hcp, there was no pt injury associated with use of this device. As of 08-05-2002, hcp reported the cfu count below the recommended 200 cfu.